Event description:
The customer reported to olympus, the endoscope reprocessor received an e74 error code which states, disinfectant solution in the cassette bottles are not supplied to the equipment. The disinfectant solution counter does not reset. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was instructed on how to reset the error, and the issue was resolved. The customer originally mentioned that the did/day counter did not reset when they reload the lcg. It was later reported that the counter was working fine, and the system was fine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported disinfectant counter not resetting issue could not be determined, however, it is believed that that disinfectant solution flowed into the disinfectant tank from one disinfectant bottle only, then the processes for preparing disinfectant solution were not completed correctly; as a result, the user could not reset the disinfectant solution counter. The issue was reported to have been resolved by the customer with assistance from the olympus technical assistance center (tac). Olympus will continue to monitor field performance for this device.